Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was not returned to olympus for evaluation and therefore, the root cause of the subject event was unable to be specified. However, the subject event is considered to have occurred since the reprocessing method used by the customer deviated from the method specified in the device instruction manual. The subject event can be detected and prevented by implementing in accordance with the below IFU. Reprocessing manual chapter 1 section 4 precautions, warning. ¿ failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus sales representative reported on behalf of the customer, the evis lucera colonovideoscope had not been cleaned and disinfected every time when submitting for a repair. There were no reports of adverse health effects from this event. There were no reports of patient or user harm associated with this event.